Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 505mg/dl and the pump alarmed multiple pump alarms. Customer indicated that they were able to rewind the pump and troubleshooting found that the self test passed. Troubleshooting was able to clear some of the alarms but then they returned. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with pump error alarm during rewind test due to jammed motor gear box. Unable to perform the prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to spi to motor pic communication error. Device was received with scratched case, pillowing keypad overlay and minor scratched lcd window.